Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was simply pulled out and was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.